Event description:
Fluid draining from vagina; bleeding with sex, walking, stairs; shrunken vaginal opening; herniated incision site. Extremely sensitive to touch at incision site. Painful bowel movements. Continued infections for seven months post-uae and ruptured acutely infected appendix. Appendix surgically removed post-uae. Massive rectal bleeding. Tx with IV antibiotics. Severe diarrhea; continuous severe pain; hysterectomy performed; pain, weakness and discoloration of foot; difficulty with urination; blood in urine. Unable to work and on disability.